Event description:
A customer contacted baxter's technical service center and reported receiving a check patient line alarm on the homechoice (hc) machine during the initial drain. The home patient (hp) stated that there is air in his patient line. The technical service representative advised the hp to end therapy and start over with new supplies. Baxter product surveillance contacted the patient on (B)(6) 2010, and the patient stated there were no holes or leaks in the cassette. The patient did not notice any defects in the supplies. The patient discarded and resumed therapy with new supplies. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report for a check patient line alarm was not confirmed in the lab due to a lack of sample, therefore, the cause could not be determined. The lot number is unknown; therefore, a batch review was not performed. Labeling review found the labeling adequate for the potential use errors identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.